Manufacturer narrative:
(B)(4)

Event description:
It was reported multiple ventricular noise reversion episodes and one high ventricular rate episode were seen on a merlin transmission. The high ventricular rate episode shows normal conduction from atrium and oversensing of signals in between the intrinsic r-waves. Possible lead damage was suspected. Noise was still present when a programming change was made. Lead replacement was recommended. No further information is available.